Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was struck by a motor vehicle while jogging and sustained multiple injuries including fractures to her pelvis and open right tibial-fibular fracture resulting in emergent debridement and surgical repair of her tibia. As a result of her immobility and risk for dvt and contraindication for anticoagulation, a vena cava filter was indicated. One day post-op, the right groin was prepped and draped in the usual fashion and access was gained into the right common femoral vein using a micropuncture. Fluoroscopic guidance was used to place a pigtail catheter into the ivc over a guidewire. Venacavogram demonstrated a normal size vena cava and the renal veins to be in a normal location. The catheter was exchanged over the wire for an introducer sheath and the ivc filter was deployed just below the lowest renal vein. Placement was confirmed with a post run venogram. The patient tolerated the procedure well without immediate post procedure complication. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. Access was obtained into the right internal jugular vein under ultrasound guidance using a micropuncture set. A pigtail catheter was placed over a guidewire into the ivc just inferior to the infrarenal ivc filter. Venacavogram demonstrated one filter limb to be in an inverted position within an inverted position within a small accessory right renal vein. Multiple attempts to position the recovery device appropriately; however, the inverted limb caused the filter to be unable to be collapsed. A snare was then used in an attempt to return the inverted limb to a normal position; however, the limb could not be repositioned. The decision was made to leave the filter in place to avoid the risk of caval injury. The situation was discussed with the patient during the procedure and she was in agreement with the decision. All catheters and wires were removed and hemostasis was achieved using manual pressure. The patient tolerated the procedure well without immediate postprocedural complications. Included in the records provided was a facsimile which was sent to the patient approximately ten months post filter deployment providing instructions for use on the retrieval device used with the filter implanted in the patient. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was successfully implanted below the renal veins. Positioning was confirmed by venogram. Approximately seven months after deployment, a filter retrieval procedure was performed. A venacavogram demonstrated one limb to be in an inverted position within a small accessory right renal vein. Multiple attempts were allegedly made to capture the filter; however, the inverted limb prevented the filter from being retrieved. A snare was used in an attempt to reposition the limb unsuccessfully. A decision was made to leave the filter in place. Based on the medical record review, the investigation is confirmed for material deformation and an unsuccessful retrieval attempt as a limb was found to be in an inverted position which prevented retrieval. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient suffered a car vs pedestrian accident which resulted in multiple injuries including fractures to her pelvis and a right tibial-fibular fracture requiring emergent debridement and surgical repair of her tibia. One day post tibial repair, a vena cava filter was successfully deployed for immobility and risk for dvt and contraindication for anticoagulation. The patient tolerated the procedure well without immediate complication. Approximately seven months post filter deployment, during a filter retrieval procedure, one filter limb was found to be in an inverted position within the renal vein. Due to the position of the inverted limb, the filter could not be collapsed for retrieval. Attempts were then made to return the limb to a normal position using a snare; however the limb could not be repositioned. During the procedure the patient was included in a discussion and agreed with the decision made to leave the filter in place and avoid risk of caval injury. All catheters and wires were removed and hemostasis was achieved using manual pressure. The patient tolerated the procedure well without immediate complication. No additional information was provided in the medical records received.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient suffered a car vs pedestrian accident which resulted in multiple injuries including fractures to her pelvis and a right tibial-fibular fracture requiring emergent debridement and surgical repair of her tibia. One day post tibial repair, a vena cava filter was successfully deployed for immobility and risk for dvt and contraindication for anticoagulation. The patient tolerated the procedure well without immediate complication. Approximately seven months post filter deployment, during a filter retrieval procedure, one filter limb was found to be in an inverted position within the renal vein. Due to the position of the inverted limb, the filter could not be collapsed for retrieval. Attempts were then made to return the limb to a normal position using a snare; however the limb could not be repositioned. During the procedure the patient was included in a discussion and agreed with the decision made to leave the filter in place and avoid risk of caval injury. All catheters and wires were removed and hemostasis was achieved using manual pressure. The patient tolerated the procedure well without immediate complication. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven months post deployment, a filter retrieval procedure was performed. A venacavogram demonstrated one limb to be in an inverted position within a small accessory right renal vein. Multiple attempts were made to capture the filter; however, the inverted limb prevented the filter from being retrieved. A snare was used in an attempt to reposition the limb unsuccessfully. A decision was made to leave the filter in place. Therefore, based on the medical record review, the investigation is confirmed for material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient suffered a car vs pedestrian accident which resulted in multiple injuries including fractures to her pelvis and a right tibial-fibular fracture requiring emergent debridement and surgical repair of her tibia. One day post tibial repair, a vena cava filter was successfully deployed for immobility and risk for dvt and contraindication for anticoagulation. The patient tolerated the procedure well without immediate complication. Approximately seven months post filter deployment, during a filter retrieval procedure, one filter limb was found to be in an inverted position within the renal vein. Due to the position of the inverted limb, the filter could not be collapsed for retrieval. Attempts were then made to return the limb to a normal position using a snare; however the limb could not be repositioned. During the procedure the patient was included in a discussion and agreed with the decision made to leave the filter in place and avoid risk of caval injury. All catheters and wires were removed and hemostasis was achieved using manual pressure. The patient tolerated the procedure well without immediate complication. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient was struck by a motor vehicle while jogging and sustained multiple injuries including fractures to her pelvis and open right tibial-fibular fracture resulting in emergent debridement and surgical repair of her tibia. As a result of her immobility and risk for dvt and contraindication for anticoagulation, a vena cava filter was indicated. One day post-op, the right groin was prepped and draped in the usual fashion and access was gained into the right common femoral vein using a micropuncture. Fluoroscopic guidance was used to place a pigtail catheter into the ivc over a guidewire. Venacavogram demonstrated a normal size vena cava and the renal veins to be in a normal location. The catheter was exchanged over the wire for an introducer sheath and the ivc filter was deployed just below the lowest renal vein. Placement was confirmed with a post run venogram. The patient tolerated the procedure well without immediate post procedure complication. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. Access was obtained into the right internal jugular vein under ultrasound guidance using a micropuncture set. A pigtail catheter was placed over a guidewire into the ivc just inferior to the infrarenal ivc filter. Venacavogram demonstrated one filter limb to be in an inverted position within an inverted position within a small accessory right renal vein. Multiple attempts to position the recovery device appropriately; however, the inverted limb caused the filter to be unable to be collapsed. A snare was then used in an attempt to return the inverted limb to a normal position; however, the limb could not be repositioned. The decision was made to leave the filter in place to avoid the risk of caval injury. The situation was discussed with the patient during the procedure and she was in agreement with the decision. All catheters and wires were removed and hemostasis was achieved using manual pressure. The patient tolerated the procedure well without immediate postprocedural complications. Included in the records provided was a facsimile which was sent to the patient approximately ten months post filter deployment providing instructions for use on the retrieval device used with the filter implanted in the patient. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven months post deployment, a filter retrieval procedure was performed. A venacavogram demonstrated one limb to be in an inverted position within a small accessory right renal vein. Multiple attempts were made to capture the filter; however, the inverted limb prevented the filter from being retrieved. A snare was used in an attempt to reposition the limb unsuccessfully. A decision was made to leave the filter in place. Therefore, based on the medical record review, the investigation is confirmed for material deformation and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.